Event description:
In review of published literature, these findings were noted: frederico bastos goncalves, md, an jairam, md, michiel t voute, md, adriaan d moelker, md, phd, ellen v rouwet, md, phd, sander ten raa, md, phd, johanna m hendriks, md, phd, and hence j m verhagen, md, "long-term clinical outcome and morphologic analysis after endovascular aneurysm repair using the excluder endograft copyright 2012 by the society for vascular surgery. Between jan 2000 and dec 2007, the 144 pts underwent endovascular repair of abdominal aortic aneurysm using gore excluder aaa endoprosthesis at erasmus university medical center. The mean age was (B)(6) (plus or minus) (B)(6) years, the 88% of the pts were male. The article reports that six pts electively underwent conversion to open repair and one pt required emergent conversion to open repair.

Manufacturer narrative:
Results: a review of the mfg records for the device was unable to be conducted as the device size and lot number were unavailable. Conclusion: according to the gore excluder aaa endoprosthesis instructions for use, pts should be counseled as to the possibility of subsequent reinterventions including catheter-based and open surgical conversion. Please note: as the publication did not reference a specific date, the date of event is the date the article was published online. Additionally, the article provided mean pt data. The pts are attributed to be (B)(6) males. A copy of the literature article is included with the submission of this report.